Event description:
Needle wouldn't pull up to activate shutters. There was no injury of any sort.

Manufacturer narrative:
It is presumed that the incident occurred as stated, even though, the actual device in question was not returned. That being the case, there are only two possible failure modes: adhesive on the metal sleeve, or a severely bent needle. If in fact the safety mechanism of the device could not be activated, then the most logical cause of failure would have been adhesive on the sleeve or needle. There was no injury of any sort.